Event description:
The manufacturer received information alleging a ventilator was alarming for a low oxygen condition. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device was alarming for a low oxygen condition. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log and the device's flow sensor assembly was found to be broken. The device's flow sensor assembly was replaced and the device was recalibrated to address the issues.